Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost weight and subsequently experienced difficulty communicating with the ipg using the charging system. Surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operatively.